Manufacturer narrative:
An event regarding crack/fracture involving a triathlon hex drive was reported. The event was confirmed. Method & results: device evaluation and results: the hex drive fracture occured due to torsional overload. No material or manufacturing defects were observed on the device surfaces examined. Medical records received and evaluation: no patient medical records were available for review. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the investigation concluded that the fracture of the hex drive occured in torsional overload. No material or manufacturing defects were observed on the device features examined. If additional information becomes available, this investigation will be reopened.

Event description:
End user chief of joint replacement department, reported that during augment fixation to triathlon ts femoral component screwdriver got broken. Spare screw driver was absent so surgeon fixed augments with some screwdriver from a competitor company.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
End user chief of joint replacement department, reported that during augment fixation to triathlon ts femoral component screwdriver got broken. Spare screw driver was absent so surgeon fixed augments with some screwdriver from a competitor company.